Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: (B)(6) 2023. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned product determined that it was received, one empty labeled winding former, and one needle suture in two sections that pertain to product code nw2777p. The product code is double-armed. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needles. The suture pieces were examined and the ends were noted to be cut probably caused by a surgical instrument. In addition, body fluids were noted along the strand. As per the condition of the returned sample, no functional test could be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. No consequence to patient yet reported. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a vaginal delivery procedure on (B)(6) 2023 and suture was used. During the procedure, the suture broke during suturing. No adverse patient consequences were reported. Additional information was requested.